Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed blood visible in the guide wire lumen, on the stent implant and on the balloon, which is consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched and flared struts on the first row at the proximal end of the stent implant. There were no broken struts as reported. There were fibers entwined in the stretched struts, which likely came in contact with the stent after the procedure during packaging, handling and return to abbott vascular for analysis as the fibers were not noted during the inspection prior to use or reported with the case information. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and stent damage, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. Additionally, it was reported the lesion was not pre-dilated prior to advancement of the promus sds. It should be noted the promus instructions for use states: pre-dilate the lesion with a ptca catheter. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The failure to advance and stent damage appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4), no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in us.

Event description:
It was reported that after no pre-dilatation, the rx promus stent delivery system was unable to cross the lesion in the moderately calcified right coronary artery and fractured stent struts were observed after withdrawal. Another similar device was used to successfully complete the procedure. No adverse patient effects were reported. No additional information was provided.